Event description:
Ous MDR - after an implant duration of about 3 weeks the patient experienced 10 inappropriate shocks. The interrogation showed vf detection. During the revision procedure it appeared clearly that the lead was floating in the right ventricle. The lead could not be fixated in the endocardium due to difficulties with the screw mechanism. No adverse side effects were reported. The lead was explanted and returned for analysis, but no explant date was provided. The date of implant was also not provided.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations. In particular, after the removal of blood and tissue residuals from the fixation helix, the values measured during the electrical and mechanical analyses were within the technical specifications. The fixation mechanism proved to be flawless during analysis. The cuttings of the insulation resulted most likely from the explantation procedure. The analysis of the lead did not reveal any sign of a material or manufacturing problem.